Manufacturer narrative:
The reported field event of backup mode was confirmed. Analysis of device image noted that the device went into backup mode due to parity error. After the device was restored from backup mode, functional testing was performed and found normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.

Event description:
It was reported that the patient presented post-procedure. After device implantation, the implantable cardioverter defibrillator was interrogated and found in backup mode. High voltage therapies were disabled as a result. The device was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
Correction: updated g3 date.